Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of damaged battery was confirmed and reproduced during product evaluation. The root cause was found to be undetermined by service. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Baxter will continue to monitor similar reports to determine if further actions are required. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.